Event description:
Reporter alleged finding customer unreponsive at 7 am and glucose was 134 mg/dl. It was reported ambulance was called and measured glucose to be 43 mg/dl within a few minutes. Reporter stated customer was treated with dextrose and taken to the hospital where was admitted overnight. No treatment at the hospital was reporter. A request was made for the return of the suspect device and replacement product was sent.